Event description:
It was reported that the bolous wizard was inaccurate, and the bolus is over by 1.0 unit. The customer's blood glucose reading was 98mg/dl. The mother stated that the customer's insulin pump was malfunctioning during the weekend and he contacted the doctor. The father stated that when the reservoir is down to 100.0 units left, the device is not delivering the insulin and the customer was not getting all her insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.